Manufacturer narrative:
(B)(4). The customer returned an opened cs-15123-f kit containing various components including a guide wire and a 3-lumen catheter for evaluation. The guide wire was unraveled/separated and showed evidence of use. Visual examination revealed the guide wire is separated from the distal weld and is kinked/distorted in several locations along the body. The guide wire body contains several kinks and is looped/curved towards the distal end of the core wire. The separated proximal coil wire was returned and does not show significant unraveling. The returned catheter shows evidence of use but no obvious defects or anomalies. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld and that the weld was present at the end of the coil wire. The exposed distal core wire tip is tapered and discolored at the point of separation. Both welds appeared full and spherical. Microscopic examination of the catheter did not reveal any defects or anomalies. The major kinks in the guide wire body were measured at 2.0, 7.5 and 32.0cm from the distal tip of the core wire. The guide wire body was curled/looped from the distal tip to 36cm from the distal tip. The separated guide wire coil measured 20.7cm in length. Other remarks: the broken core wire measured 680mm in length, which is within specification. The outside diameter (od) of the guide, the catheter body length, the catheter body od, and the distal extension line od were all measured and found to be within specification. A lab inventory guide wire of same diameter as that supplied in kit cs-15123-f passed through the distal extension line and catheter body of the returned catheter with minimal resistance. The guide wire was also passed through the other returned insertion components (dilator and ars) and functioned as expected. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled/separated was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld and a portion of the coil wire had separated from the guide wire body. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports that on trying to remove the guidewire from the vascath, it sheared and was unable to be removed. The whole vascath had to be removed from the patient and a new one inserted.

Manufacturer narrative:
(B)(4). The user facility reports that the patient passed away. A health care professional (dr. (B)(6 )) from the user facility indicates that the device was not a contributory cause to the patient's death. The patient died due to their injuries.

Event description:
The customer reports that on trying to remove the guidewire from the vascath, it sheared and was unable to be removed. The whole vascath had to be removed from the patient and a new one inserted.